Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Ii was found that the o2 sensor is loose, after tightening the o2 connection the issue resolved. Vyaire medical determined root cause as due to user fault, the unit leak issue is caused by a not well applied o2 sensor.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e alarm 400 -inspiration valve or device leaky. There was no information for patient involvement.